Event description:
It was reported that the patient underwent caesarean section on (B)(6) 2015 and topical skin adhesive was used. When removing the topical skin adhesive, the patient experienced a skin reaction or dermatitis where the device was applied. The area was cleaned. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: patient identifier - (B)(6).